Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing it was discovered that the maryland bipolar forceps (mbf) instrument had a broken conductor wire. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument underwent failure analysis. The instrument was tested on an in-house system, where it successfully passed recognition, engagement, and energy delivery tests across various grip orientations. It also passed the electrical continuity test, confirming full functionality. No product-related issue was identified, and no conductor wire damage was observed. Also, the instrument was found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.